Event description:
C-cc-ba - balloon damage or out of spec sgc-0904-012; balloon ruptured in right atrium. There is a possibility that the piece of balloon latex remained in patient body. No complications reported at this moment.

Manufacturer narrative:
Customer report was confirmed. The balloon has ruptured in the central area. There is no missing latex and both balloon bonds are intact.